Manufacturer narrative:
Qa preliminary analysis of the returned device revealed that the c-flex junction was intact. On examination, it appears that the balloon had not been inflated, nor had the stent been deployed. When inflated in the lab, no leaks were observed. Quality engineering concluded that inadequate pre-dilatation was a probable cause of the resistance encountered which damaged the stent by pushing it partially off the stent delivery sys and distorting the struts. This would lead to crossing difficulty. There is also a possiblity that there was a problem with the inflation device used, however, it was not returned for analysis. A review of the finished device mfg records revealed no nonconformities with a relationship to this product issue. Qa will continue to monitor for this type of product performance issue. The account will be inserviced regarding pre-dilatation strategy and the importance of optimal guide support. This MDR is considered closed by the qa dept.

Event description:
It was reported that while attempting to place a stent to repair a dissection, the delivery system would not cross to the distal lesion, therefore the stent was deployed at the proximal lesion. Resistance was met upon removal of the delivery system. When the system was removed from the body, it was noted that the stent was still on the delivery catheter and the distal portion was stretched. Another stent was deployed and the case was ended.